Event description:
Medical record reviewed 6-21-99. "Patient had left first mtp joint fusion done several months ago due to osteo-arthritic changes. He developed pain over the hardware and desires removal of the hardware." Patient had broken plate and screw (second most distal screw). Surgeon stated "weight bearing" on plate and screws caused breakage. Patient discharged to home later that same day in stable condition.